Event description:
A consumer reported that her vision has decreased following intraocular lens (iol) implant surgery. She stated she "can not see close to read anything." Additional information has been requested from the consumer, including the surgeon's contact information.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional information was requested on from the consumer 04/25/2012, 05/02/201 and 05/09/2012 by phone. Follow-up information for the surgeon could not be obtained from the consumer. (B)(4).